Event description:
It was reported that a patient was revised to address a migrated mantis redux blocker at l3 one day after implantation.

Manufacturer narrative:
Additional data. H6 codes have been updated to reflect conclusion of the investigation.

Event description:
It was reported that a patient was revised to address a migrated mantis redux blocker at l3 one day after implantation.